Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 7072671, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced a discomfort at the pocket site. The patient underwent an implantable pulse generator (ipg) and lead replacement procedure. The explanted products were discarded per hospital policy and patient was doing well postoperatively.